Event description:
The customer reported that following a diagnostic catheterization procedure 2001, a vasoseal es was deployed. Following the procedure, radiology diagnosed a pseudoaneurysm at the site and thrombin was injected into the site. The pt developed a popliteal artery thrombus, which was believed to be attributed to the thrombin injection, and was taken to surgery in june and required an amputation of the toes. The pt was reportedly stable.